Manufacturer narrative:
The device was returned to service where the malfunction was discovered. Additionally, the connector was missing, there was a leak of the connector, and the chip ID is not recognized. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure, and images were not displayed. It is likely that the failure of the cable was caused by a failure of communication due to a broken module. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the device to olympus for preventative maintenance where it was discovered that no image was displayed. There was no harm or user injury. This report is being submitted for the malfunction found during evaluation.